Event description:
The following has been reported: biomed reported: "frozen screen. Patient harm: unknown". A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for an unresponsive screen. Specifically the customer reported "frozen screen." When evaluated in the service depot the unit would illuminate the battery led if connected to power but would otherwise not turn on. Internal investigation found signs the som was not operating, and installing a new som allowed the unit to turn on. Unit proceeded to pass all test stations and perform a mock infusion without issue. During the functional testing, an additional failures, a ripped lever boot, and a cracked pneumatic plate was found during the repair process. After reinvestigation the failures were confirmed. The affected components will be removed and replaced during the repair process.